Event description:
It was reported that the lead exhibited low impedances, and unipolar impedances higher than bipolar impedances. It was suspected that the inner insulation was breaking down. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.